Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the following gastrointestinal videoscope components had foreign material: light guide lens, nozzle, distal end, distal end cover, bending section cover, bending section cover adhesive, connecting tube and jet tube. There was no patient involvement.